Event description:
It was reported that the epiq elite ultrasound system was not available during a critical ob (obstetrics) examination. The system displayed an error code three times indicating restart or shut down was needed after acquiring cinematic loops. The procedure was able to be completed after multiple reboots. There was no patient or user harm associated with this event. The philips service engineer advised the customer to wait 6-10 seconds after acquiring the cinematic loop before entering review, as a workaround, to address the customer¿s immediate concerns. A thorough investigation was performed to identify the cause of the reported issue. It was determined that the reported problem was software related. Any actions needed to resolve this issue will be considered for development and implemented in future software updates.